Event description:
Reportedly, on (B)(6) 2014, the device was found in standby mode. The cause and the date of the switch in standby mode are required.

Event description:
Reportedly, on (B)(6) 2014, the device was found in standby mode. The cause and the date of the switch in standby mode are required.